Event description:
It was reported in the ICU the device lost connection with the server related to a known issue with the flash time being within the daylight savings time switchover period (2 - 3 am). There was patient involvement however no harm.

Manufacturer narrative:
Investigation summary: the reported issue of server disconnection is being attributed to an incompatibility in the pump module caused by a flashing date during the daylight-saving time (dst) on (B)(6) between 2:00am and 3:00am, which triggered an error when attaching the unit to the pcu, losing connection to the server. This issue was observed to be limited to the pump modules flashed on the same date. The issue was solved by re-flashing the affected devices per customer event description. Asm preventive maintenance results indicate that the suspect pump module was performing correctly with no issues noted. The flashing date and time was confirmed to be on (B)(6) 2024 at 2:46 am, which is within the dst. Review of the suspect pump module error log showed no records. The review of the suspect pump module event log did not identify any infusions on the reported date of the event. A review of the suspect pump module event log showed that on 6jun2025 at 11:08 pm, a new infusion with a rate of 75ml/hr and a volume to be infused (vtbi) of 975ml was started. At 11:13 pm, the channel alarmed for air in line (ail) and the user restarted the infusion. On (B)(6) 2025 at 10:00 am, the user paused the infusion and channeled off the unit. The issue was escalated and bd provided a list of possible affected pump modules to the facility. The bd alaris user manual v12.3.2 states not to use a device with any damage or displaying a channel error. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect pump module s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-flash the unit. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the report of the pcu disconnecting from the server is being attributed to an incompatibility on the pump module and the interoperability software due to being flashed during the date/time corresponding to the daylight-saving time (dst) switch over on (B)(6) between 2:00am ¿ 3:00am, triggering an error and losing connection to the server. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: g0200802 - software interface, c16 - manufacturing process problem identified, d03 - cause traced to manufacturing. Correction: manufacturer narrative. Investigation summary: the reported issue of server disconnection is being attributed to an incompatibility in the pump module caused by a flashing date during the daylight-saving time (dst) on 10mar between 2:00am and 3:00am, which triggered an error when attaching the unit to the pcu, losing connection to the server. This issue was observed to be limited to the pump modules flashed on the same date. The issue was solved by re-flashing the affected devices per customer event description. Asm preventive maintenance results indicate that the suspect pump module was performing correctly with no issues noted. The flashing date and time was confirmed to be on (B)(6) 2024 at 2:46 am, which is within the dst. Review of the suspect pump module error log showed no records. The review of the suspect pump module event log did not identify any infusions on the reported date of the event. A review of the suspect pump module event log showed that on (B)(6) 2025 at 11:08 pm, a new infusion with a rate of 75ml/hr and a volume to be infused (vtbi) of 975ml was started. At 11:13 pm, the channel alarmed for air in line (ail) and the user restarted the infusion. On (B)(6) 2025 at 10:00 am, the user paused the infusion and channeled off the unit. The issue was escalated and bd provided a list of possible affected pump modules to the facility. The bd alaris user manual v12.3.2 states not to use a device with any damage or displaying a channel error. Send it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Additional information: imdrf annex g, c, d codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported in the ICU the device lost connection with the server related to a known issue with the flash time being within the daylight savings time switchover period (2 - 3 am). There was patient involvement however no harm.